Event description:
The customer reported that the device was used for a laparoscopic colon cystectomy and a piece of the titanium waveguide disengaged while the waveguide was being cleaned. No piece of the waveguide fell into the patient cavity as the disengagement occurred while the device was being cleaned. This occurred at the end of the procedure, so another dissector was not needed for the completion of the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.